Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had gone to be and in the night she woke with high blood glucose symptoms. She was nausea and vomiting. The device then had alarmed no delivery. The device had alarmed no deliver about 15 to 20 times in the past few days. Customer just rewound the device and didn't change the infusion set, and the device was back to its normal state. In the morning the customer's blood glucose was 500 mg/dl, followed with symptoms. The customer was then hospitalized. Bolus history was checked and it was noted at 8:45 am the customer's blood glucose was 453 mg/dl and was treated with .75u. The device then alarmed no delivery, customer's father attempted to bolus again and the device alarmed again. The device passed the self-test but the high pressure test was not possible. The infusion set did not have a bent cannula. The customer is not returning the reservoir for analysis.